Event description:
A facility reported that a codman hakim programmable valve (ns5045) was implanted via vp shunt to a patient for hydrocephalus with implant setting of 160mmh20. On (B)(6) 2022, the patient complained of headaches and nausea, a computerized tomography (CT) scan showed ventricles significantly smaller. Shunt was confirmed with setting of 160 via x-ray. On (B)(6) 2022, valve was programmed to 170 mmh20 and confirmed by x-ray; there was only a slight of improvement in ventricle size, but no symptoms of relief. On (B)(6) 2022, the patient was programmed to 180mmh20 and confirmed by x-ray. On (B)(6) 2022, the ventricles were still small via CT, then showed slight improvement on (B)(6) 2022. However, the surgeon decided to replace the shunt on (B)(6) 2022 because she suspected shunt was not operating properly. The patient received new hakim programmable valve set to 160 mmh20 and ventricles improved slightly. Patient released from hospital and scheduled for follow up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identifier (UDI) - (B)(4) or (B)(4). The hakim programmable valve was returned for evaluation. Failure analysis- in the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The failure analyst performed a pressure test, and programming test and found that the valve functioned as intended. The complaint could not be verified through failure analysis. Root cause- the root cause is undetermined and was unable to be confirmed in the complaint evaluation.